Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿

Event description:
It was reported that patient underwent a right partial knee arthroplasty on (B)(6) 2016. During the procedure, the trial bearing handle was dropped, breaching sterility. As a result, the trial bearing was removed by hand and a piece of it fractured and remained in the patient. The fractured piece was removed with an elevator and the polyethylene tibial bearing was implanted without further incident. There was no delay in the procedure as a result of the event.